Event description:
It was reported that the customer passed away. The spouse removed the set from the pt and found the cannula resting outside their body. Also the contact indicated that the set had popped out during insertion and the pt pushed it back in during the initial insertion. Bgs were high. It was informed that the customer died in fifteen minutes of spouse finding the pt. The cause of the pt death is unk.